Event description:
A dialysis facility reported that a hemodialysis machine removed too much fluid from a pt (1.2 kg when no fluid removal was aimed for). The pt was asymptomatic throughout the treatment. Pt was 1 kg below dry wt after dialysis. There was no pt injury.

Event description:
A dialysis facility reported that a hemodialysis machine removed too much fluid from a pt (1.4 kg more than what was aimed for). The pt c/o dizziness and headache. The pt was 0.1 kg above dry wt after receiving 1500 mls of saline. There was no pt injury.